Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite ii xenon light source main lamp and spare light fails to turn on. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, the device history record (DHR) review and applicable corrections. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As the customer¿s allegation could not be confirmed, the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.